Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID; 3889-28, lot# v714946, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient kept having bladder infections for the last four months. This was reportedly ¿typical¿ of when they were having interstim issues. Information received a little less than three weeks later indicated the interstim never worked for the patient. It was also noted the patient had three electrical shocks in the bladder and pelvic area. The patient passed out from one of the shocks. It was noted the patient was in the emergency room. The patient was instructed to turn the interstim off until it could be evaluated. Additional information has been requested, a follow up report will be sent if additional information is received.